Manufacturer narrative:
(B)(4).

Event description:
Procedure: total laparoscopic hysterectomy. According to the reporter: the needle broke when they were using the endostitch device. They did not retrieve the portion of the needle that broke. The needle was discernible on x-ray but they couldn't find it. The o.r. Time was extended by more than 30 minutes. There was no adverse event that occurred as a result of the extended time in the o.r.. There was no unanticipated blood loss and there was no tissue damage.